Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture was found during the surgery for the preventative purpose surgery." Device has been explanted.

Manufacturer narrative:
Device evaluation- based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken in the posterior side assessed as unidentified (tear). Shell thickness within specification). ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observation. Correct reason for reoperation: "preventative purpose surgery" for biocell. Rupture was observed during surgery.

Event description:
Healthcare professional reported left side "rupture was found during the surgery for the preventative purpose surgery." Device has been explanted.